Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: a review of the black box history indicated multiple power on resets. The battery compartment was found to be cracked extending from the threads to the case seal, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The threads on the returned battery cap was found to be partially stripped; the battery cap was unable to secure tightly to the pump and unable to maintain an electrical connection. The power on resets was duplicated during testing. A new test battery cap was used for testing purposes. A 1.0 unit per hour basal program was executed on the pump for 24 hours with the new test battery cap; no power issues were noted. The pump¿s cover was removed and no damage or moisture was noted inside the pump. No issues were noted to the power circuit. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2012 and stated that she noted after a 1-1/2 hour long exercise class, her pump had allegedly powered off. The patient reportedly checked her blood glucose (bg) and it measured 568 mg/dl. She stated that she felt a little short of breath and weak at the time, but she attributed that to having just completed the exercise class. The patient reported, she did not experience nausea or vomiting and stated she does not check for urinary ketones. The patient reported that she treated her elevated bg with a correction bolus through the insulin pump and within two hours her bg had come down to 368 mg/dl and she stated that she felt much better. The patient alleged that when she noticed the pump was without power, the battery cap was not tight on the pump. The patient reported, the battery cap will not secure tightly to the pump and she has to tape it down to the pump in order for the pump to have power. Customer service determined through troubleshooting with the patient that the threads on the battery cap were stripped. The patient denied further power loss since that morning. The patient denied trauma to the pump or the battery cap. The patient denied seeing any cracks in the battery compartment and stated there was no moisture noted in the battery compartment. The patient stated that the battery cap was replaced two years ago. This complaint is being reported because, the patient experienced elevated bg of 568 mg/dl while on insulin pump therapy using a pump that had lost power due to a damaged battery cap that had not been replaced in two years. The owner's guide advises that the battery cap be replaced every three to six months. The reported issue of a damaged battery cap is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.